Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, design history review, a search for similar complaints, and a review of labeling. Return material was not available. A design history review did not find any non-conformances or deviations with the lot number in question. A review of tracking and trending did not identify an adverse trend for issue observed by the customer. No other similar complaints were identified with this reagent lot number. Labeling was reviewed and found to be adequate. Based on this investigation this appears to be a sample specific issue. Based on the available information no deficiency of the clinical chemistry bilirubin assay, reagent list number 06l45, lot 50182uq10, was identified. An evaluation is in-process.

Event description:
The customer observed falsely elevated bilirubin results while using the clinical chemistry total bilirubin assay. The customer provided the following example data from (B)(6) 2017: patient 1: initial 1.4, retest 0.5. Patient 2: 2, retest 1.1. Patient 3: 1.3, retest 0.4. No adverse impact to patient management was reported.